Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. A definitive root cause was not identified. However, based on the results of the investigation, it is presumed, that "no image" occurred, due to communication failure. Caused by cable failure. Cause of cable failure could not be presumed. The event can be prevented, by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head device did not produce an image. The issue was found during preparation for use of a therapeutic laparoscopic procedure. The device was exchanged for a similar device and the procedure was completed without further reported complication. There were no reports of delays or patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no image due to a defective cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.